Event description:
The user facility reported that during a diagnostic colonoscopy with biopsy, a small black plastic piece broke off from the distal end of the device and fell inside the patient's colon, when the biopsy forceps was being deployed. The foreign material is said to be 1 mm in size and one end was said to be irregularly shaped. The foreign material was successfully retrieved using biopsy forceps. The procedure was successfully completed with the use of the same endoscope and biopsy forceps. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was a small portion of the distal end cover that was missing at the instrument channel opening. The evaluation also revealed that the distal end cover was cracked and worn. The instrument channel was examined, and significant amount of scrape and shear marks were observed at the bending section area. Additionally, the bending section glue was scratched and cracked, and one light guide lens was cracked and chipped. The cause of the user's experience was likely due to physical damage to the distal end cover. This report is being submitted as an MDR in an abundance of caution.